Event description:
It was reported that a patient had lower back pain since (B)(6) 2013 when the patient had sacrocolpopexy, laparoscopic, davinci, and rectopexy surgery. Etiology was noted as a new illness or injury. It was noted that interventions included a CT scan of the abdomen and pelvis to rule out osteomyelitis. It was reported that the patient was given flexeril and a lidoderm patch. Urinalysis, culture, and sensitivity on (B)(6) 2013 were negative. The event was noted as ongoing. It was later reported that the patient had hematoma in the presacral space and interventions included complete blood counts with differential and platelets on (B)(6) 2013. It was noted that the patient was given norco on (B)(6) 2013 to be taken every six hours for pain and a CT scan of the abdomen and pelvis fin was done on (B)(6) 2013. It was reported that a CT scan found a large ovoid fluid collection within the presacral space. It was noted as ¿hematoma trauma, however, abscess cannot be ruled out.¿ it was reported that the patient was referred to a different doctor. Additional information reported the patient had lumbar facet/sacroiliac joint injections and physical therapy two times per week for 8 weeks. The patient also had radio frequency ablation.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v501927, implanted: (B)(6) 2010, product type lead. (B)(4).